Event description:
It was reported that the battery of the patient's generator was now completely dead and it was believed this was due to a defective battery. The patient has been referred for replacement. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution and was manufactured with the use of laser routing. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
Information was received that the explanted generator and lead had not been discarded and the devices would be returned to the manufacturer. The suspect device has been received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
The explanted generator and lead were received by the manufacturer and product analysis (pa) was completed. The allegations of premature end of life and failure to program were verified in the pa lab. The measured diagvbat was 0.226 v, confirming an end of service = yes condition. The generator could not be interrogated in the pa lab. The generator can was opened, and contaminates were identified on the trimmed edge of the printed circuit board assembly (pcba). The contaminates were the result of the laser routing manufacturing process. Once the contaminates were removed using fine grit sandpaper, the generator performed according to all functional specifications. Based on the findings of pa, it can be determined that the contaminates on the pcba provided resistive paths, which contributed to elevated supply current conditions and premature battery depletion. Lead pa was completed and no anomalies were identified with the returned lead portions. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.

Event description:
Information was received from the patient's neurologist that he was unsure if the device's battery had prematurely depleted as he had not been treating the patient for very long. It was also stated that the device was unable to be interrogated at an appointment on (B)(6) 2018 which was attributed to the battery being completely depleted. No additional or relevant information has been received to date.

Event description:
Medwatch report mw5091140 was received indicating that the patient's generator was explanted due to premature end of life. The suspect product (generator) has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: follow up report #2 inadvertently did not include information that the explanted device was discarded. (B)(4).

Event description:
It was noted that the facility has discarded the explanted devices. No additional relevant information has been received to date.